Event description:
Updated information was received via medical records. At the time of hospitalization, the patient appeared in to be in a low flow state concerning for cardiogenic shock requiring milrinone and vasopressors. The patient was transferred to ccu in anticipation of right heart catheterization. Tte performed showed the m3 valve had no regurgitation but elevated peak/mean gradients of 21/14 mmhg. A later tee (performed 4 days post previous tte) confirmed thrombosis of the posterior and anterolateral leaflets associated with restricted leaflet motion. Elevated prosthetic mean gradient of 8 mmhg. The left ventricle has severe global hypokinesis and severely reduced systolic function with an estimated ef of 10 to 15%.

Manufacturer narrative:
Added additional information to a.4 and b.5 based on medical records received. Corrected b.1 and h.6 health effect - clinical code, device code, investigation findings, and investigation conclusion based on the new information received. The reported event will be captured and reported through the study ide. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. Potential patient risk factors such as atrial fibrillation, systemic disease (e.g., systemic lupus erythematosus, inflammation, and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), the valvular disease itself, and reduced cardiac ejection fraction can contribute to increased risk of thrombus/thrombosis. Sub-optimal anticoagulation during the procedure and underlying patient conditions can also result in increased thrombogenicity. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous preparation, aspiration, and flushing of the devices to prevent and/or remove clot(s). Short-term anticoagulation therapy may also be necessary after valve repair, anticoagulation is prescribed per institutional guidelines. Intraprocedural intra-cardiac thrombus and post-procedure or late valve thrombosis are complex processes triggered by the interaction between the host and the device which are highly variable among patients. It is the natural tendency of the body to form a clot on foreign objects in the vascular space and a definitive root cause cannot always be confirmed. The device training manuals instruct the operator to consider all procedural and anatomical factors. Edwards extensively trains physicians before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment and cautions include the maintenance of the patient's anticoagulation status (act at >250 seconds) during the procedure. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate the patient's inability to obtain and take their anticoagulation post procedure caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the encircle study trial, after a transfemoral tmvr procedure with a 29mm sapien m3 valve in the mitral position, on the patient's 30 day follow up, echo showed "worsening" gradients of (mg of 15 mmhg) due to lack of anticoagulation following discharge home. The patient reported that no eliquis was taken after discharge for almost 2 weeks due to pharmacy issues. The patient did resume home xarelto after seeing local cardiologist. The patient agreed to direct admission the following day and started on high standard heparin drip and coumadin". Thrombus was suspected but not confirmed.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.